Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site experienced a system error and the device shutdown while the needle was still in the patient's breast. It is reported that the user site was able to reboot the system and complete the procedure; however, an additional incision to the patient's breast was required. A hologic field service engineer (fse) was dispatched to examine the device and determined that the console board and corlumina required replacement. The fse replaced both components and completed system calibrations.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.